Manufacturer narrative:
The customer indicated the use of a non-qualified, non-company lens model. A viscoelastic was indicated, which is qualified with qualified lens/cartridge combinations. The root cause is most likely related to a failure to follow the IFU. The account used an unqualified lens/cartridge combination. The use of non-qualified combinations may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company cartridge was returned in a small specimen cup with the opened, folded pouch inside a pathology specimen bag. Viscoelastic was dried in the cartridge. The nozzle had¿heavy stress lines on the anterior, right side, and posterior prior to the fill line. The nozzle was cracked in the thick cone wall area along the right side, prior to the fill line. This damage extended into the thinner tip material and split throughout the tip.¿the cartridge had¿evidence that it was placed into a handpiece. Information was provided that two viscoelastics were used. The handpiece was unknown. A non-qualified, non-company lens was used. The cartridge damage began in the thick nozzle cone wall on the anterior right side and travelled to the thinner tip area. The two distinct areas of damage would indicate a progressive change that occurred as the lens was advanced and not an immediate ¿burst¿ event, unless the lens was advanced at a very fast rate. This type of damage typically occurs if the lens is not positioned correctly for advancement; if there is a lack of viscoelastic between the lens and the cartridge lumen; if the lens is advanced too rapidly or if the handpiece plunger is not positioned correctly at the trailing optic edge. If the handpiece plunger is not positioned at the trailing optic edge it can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge, which could cause damage to the tip or the lens. Per the IFU: the company iol delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint and product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported during the intraocular lens (iol) implantation the cartridge split while injecting the lens. All necessary information is obtained. No follow up is required.